Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy bleeding/bleeding (vaginal, menorrhagia),") in a 40-year-old female patient who had essure (batch no. 627311 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included intra-uterine contraceptive device insertion and vaginal discharge (with odor with iud freg). Right fallopian tube: no significant pathologic change. Serosa: no significant pathologic change. Concurrent conditions included depressed mood, pap smear abnormal, dysthymia, feeling down, anxiety, tobacco user, low grade squamous intraepithelial lesion, pre-menstrual tension syndrome, myopia (left eye), astigmatism (eye, right) and abdominal cramps. Concomitant products included ibuprofen. In november 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abdominal menstrual pain, dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia),"). In 2009, the patient experienced fatigue ("fatigue"). In may 2013, the patient experienced rash ("rashes or skin conditions type: red bumps/rash, abnormal rashes"). On (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes,") and mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe lower abdominal pain/cramping"), headache ("headches"), pruritus ("itching"), anxiety ("anxious"), depression ("depressed"), migraine ("migraines") and vision blurred ("vision/eye problems type: blurred vision"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, pruritus, anxiety, depression, hot flush, mood swings, rash, migraine and vision blurred outcome was unknown and the abdominal pain, abdominal pain lower and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results: following the requisite time period after implantation of essure, hsg test was performed but result was not provided. Pathology report: pathologic diagnosis: uterus, cervix, bilateral tubes, essure implant: cervix: squamous metaplasia.endometrium: secretory endometrium, day 18. Myometrium: : fallopian tube with plicae fibrosis, and scattered foreign body giant cell reaction. Paratubal cysts. Metal device in tube lumen (gross only) left fallopian tube: fallopian tube with plicae fibrosis. Metal device in tube lumen (gross only). Type of test: other, resulted total bilateral occlusion (everything was good). Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received:outcome of event cramping added as recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy bleeding/bleeding (vaginal, menorrhagia),") in a 40-year-old female patient who had essure (batch no. 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included intra-uterine contraceptive device insertion and vaginal discharge (with odor with iud freg(). No significant pathologic change. Serosa: no significant pathologic change. Right fallopian tube. Concurrent conditions included depressed mood, pap smear abnormal, dysthymia, feeling down, anxiety, tobacco user, low grade squamous intraepithelial lesion, pre-menstrual tension syndrome, myopia (left eye), astigmatism (eye, right) and abdominal cramps. Concomitant products included ibuprofen. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abdominal menstrual pain, dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia),"). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: red bumps/rash, abnormal rashes"). On (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes,") and mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe lower abdominal pain/cramping"), headache ("headches"), pruritus ("itching"), anxiety ("anxious"), depression ("depressed"), migraine ("migraines ") and vision blurred ("vision/eye problems type: blurred vision"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain lower, fatigue, pruritus, anxiety, depression, hot flush, mood swings, rash, migraine and vision blurred outcome was unknown and the abdominal pain and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results: following the requisite time period after implantation of essure, plaintiff had a hsg test performed but result was not provided. Pathology report: pathologic diagnosis: uterus, cervix, bilateral tubes, essure implant: cervix: squamous metaplasia. Endometrium: secretory endometrium, day 18. Myometrium: fallopian tube with plicae fibrosis, and scattered foreign body giant cell reaction. Paratubal cysts. Metal device in tube lumen (gross only) let fallopian tube: fallopian tube with plicae fibrosis. Metal device in tube lumen (gross only). Type of test: other, resulted total bilateral occlusion (that everything was good). Most recent follow-up information incorporated above includes: on 16-apr-2018: plaintiff fact sheet, medical records, new reporter, patient demographic information, relevant information history and concomitant condition, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number, stop date updated, concomitant product, new events hormonal changes describe: hot flashes, mood swings, rashes or skin conditions type: red bumps/rash, migraines / headaches, vision/eye problems type: blurred vision and abdominal pain were added. The event bleeding (vaginal, menorrhagia), were clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy bleeding/bleeding (vaginal, menorrhagia),") in a 40-year-old female patient who had essure (batch no. 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included intra-uterine contraceptive device insertion and vaginal discharge (with odor with iud freg). Right fallopian tube: no significant pathologic change. Serosa: no significant pathologic change. Concurrent conditions included depressed mood, pap smear abnormal, dysthymia, feeling down, anxiety, tobacco user, low grade squamous intraepithelial lesion, pre-menstrual tension syndrome, myopia (left eye), astigmatism (eye, right) and abdominal cramps. Concomitant products included ibuprofen. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abdominal menstrual pain, dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("prolonged menses, abnormal bleeding (menorrhagia),"). In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced rash ("rashes or skin conditions type: red bumps/rash, abnormal rashes"). On (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes,") and mood swings ("mood swings"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe lower abdominal pain/cramping"), headache ("headches"), pruritus ("itching"), anxiety ("anxious"), depression ("depressed"), migraine ("migraines") and vision blurred ("vision/eye problems type: blurred vision"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, pruritus, anxiety, depression, hot flush, mood swings, rash, migraine and vision blurred outcome was unknown and the abdominal pain, abdominal pain lower and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results: following the requisite time period after implantation of essure, hsg test was performed but result was not provided. Pathology report: pathologic diagnosis: uterus, cervix, bilateral tubes, essure implant: cervix: squamous metaplasia. Endometrium: secretory endometrium, day 18. Myometrium: : fallopian tube with plicae fibrosis, and scattered foreign body giant cell reaction. Paratubal cysts. Metal device in tube lumen (gross only) left fallopian tube: fallopian tube with plicae fibrosis. Metal device in tube lumen (gross only). Type of test: other, resulted total bilateral occlusion (everything was good). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abdominal menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), fatigue ("fatigue"), headache ("headaches"), rash ("abnormal rashes"), pruritus ("itching"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, fatigue, headache, rash, pruritus, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, pruritus and rash to be related to essure. Diagnostic results: following the requisite time period after implantation of essure, plaintiff had a hsg test performed but result was not provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.